Manufacturer narrative:
On 09 june 2017 the medical affairs performed a clinical evaluation and commented as follows: early infection in cementless tha, 2 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch review performed on 20 june 2017. Lot 164615: (B)(4) items manufactured and released on 28 october 2016. Expiration date: 2021-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and 2 similar events have been reported on this lot. Versafitcup double mobility hc liner ø 54/28, code 01.26.2854mhc, lot. 163188 (k092265) (B)(4) items manufactured and released on 12 september 2016. Expiration date: 2021-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot. Versafitcup acetabular shell ø 54, 01.26.54mb, lot. 162352 (k083116) (B)(4) items manufactured and released on 27 july 2016. Expiration date: 2021-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 28 size m 0, code 01.25.012, lot. 163971 (k072857) (B)(4) items manufactured and released on 26 august 2016. Expiration date: 2021-07-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The surgeon revised all medacta components and implanted a spacer. The surgery was completed successfully. X-rays are available and explants are not available.